Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image - error code e216 is expected or random component. The most probable cause for the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image with an e216 scope communication error, white residue in the air/water channel, the air/water cylinder, and in the auxiliary channel. There was no patient involvement.